Event description:
It was reported by the affiliate that during a "tvt" procedure, one extremity of the taper became detached from the needled with the collar. The tape was removed without problems. Another "tvt" was used to complete the procedure. There were no pt consequences reported.